Event description:
The advocate called on behalf of a customer. He stated the customer's blood glucose was tested using her contour meter and the reading was 10.0 mmol/l (180 mg/dl). The customer's glucose was retested using another meter and that reading was 5.0 mmol/l (90 mg/dl). The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.